Event description:
Following a ptca treatment procedure, the pt graphix int guidewire fractured. The lesion being treated was a calcified, 100% stenotic lesion in the post atrio-ventricular branch of the right coronary artery. The physician attempted to cross the lesion with the pt graphix int guidewire, but it could not cross. The pt graphix int guidewire was removed and replaced with another pt graphix int guidewire which was successful in crossing the lesion. The procedure was successfully completed. When the initial guidewire was introduced back into the packaging hoop, the distal 50 cm of the wire broke. No pt injuries or complications were reported. Pt status is repoted as 'good'.